Event description:
Related to manufacturer report # 2183959-2014-00404, 2183959-2014-00406, 2183959-2014-00407.it was reported the patient experienced genuine stress incontinence leaking urine while coughing and walking following the implantation of an elevate pc anterior graft. Another manufacturer's sling was implanted on (B)(6) 2013 which resolved the event.. No further complications were reported in relation to this event.(B)(4).